Manufacturer narrative:
Clinical code 4581: lens dislocation/subluxation. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.00/2.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. "The lens was repositioned to 168 degrees but icl back to the pre-op position twice." On (B)(6) 2022 the lens was explanted. Cause not reported. And it is noted that the problem was not resolved.

Manufacturer narrative:
Additional information: d9-return date: 03-jan-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).